Manufacturer narrative:
A review of the device history records (DHR) yielded no discrepancies within the manufacture of the affected lot number reported. There were no samples or photos submitted with this complaint therefore the reported condition could not be confirmed. The exact root cause could not be determined based on available information. There is insufficient information to determine if the true root cause. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for shield defects. The lot met all defined acceptance requirements and was released. There were no anomalies found during a review of the DHR¿s, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Also, there was no trend observed. Based on the investigation and root cause analysis, the initiation of a new corrective/preventative action (CAPA) is not required. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Device evaluation comment - the customer stated that the device will not be returned for evaluation because it has been discarded.

Event description:
Customer reports: the needle didn¿t activate the safety needle feature and poked the nurse. Per additional information provided by the customer, the needle stick occurred with a used needle and protocol for employee health was conducted. There is no additional testing or procedure required that we have been made aware of.